Event description:
The product was used during a total gastrectomy procedure. Reportedly, the staples did not form properly & the staple line was incomplete. The surgeon resected the application site & applied another instrument to complete the procedure. The hosp has reported the pt's condition is satisfactory.